Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose levels (200+ mg/dl). Customer changed her placement site and got her pumps settings adjusted to stabilize her blood glucose levels.